Manufacturer narrative:
A compromised force system sensor alarm during the basic occlusion test due to loose and protruded drive support disk. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. Customer does not recall any significant events leading to the error except was trying to change her infusion set because reservoir was empty. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarm and found that the sensor did not detect the reservoir while seating the force. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.